Event description:
Report received of an over-delivery on the secondary line. It was reported that the pump was programmed in the concurrent mode to deliver an unspecified fluid on the primary line at 75ml/hr and an unspecified medication on the secondary line at 10ml/hr. After an unknown period of ime, the nurse reported the the secondary line had over-delivered. It was reported that "even if the secondary rate had been set at 100ml/hour, the pump still delivered in excess of what it should have". The pump was removed from clinical service. The patient's heart rate was reported to have "changed due to the over-delivery of medication". The specific change in the heart rate was not known. It was not known whether any medical intervention was required for the patient. Though requested, there was no additional information available.